Event description:
Complainant alleged that the medics analyzed patient who was unconscious and vital signs absent presenting a asystole heart-rhythm and received a "shock advised" determination. The medics responded to a senior-citizen care facility where the patient had collapsed. The patient was unresponsive and the medics attached the device using multi-function electrodes and analyzed the patient. The device returned a "no shock advised" for a pulse-less electrical activity (pea) heart-rhythm. The medics performed a minute of CPR and cleared the patient's airway. The medics then initiated a second analysis and received a "no shock advised" for a similar pea heart-rhythm. The medics performed a second, one-minute, sequence of CPR and then initiated a third analysis of the patient. The device returned a "ECG too large" determination and automatically initiated a fourth analysis that returned a "ECG too small" determination for a displayed asystole heart-rhythm. The medics initiated a fifth analysis of the patient and received a "shock advised" determination but no shock was administered to the patient. The medics performed a minute of CPR and then re-analyzed the patient and the device returned a "no shock advised" determination for an asystole heart-rhythm. A paramedic crew responding to the call arrived on the scene and assumed care for the patient. The patient was re-assessed and the paramedics verified an asystole heart-rhythm in several monitoring lead settings and continued to perform CPR on the patient. The paramedics then received a power-of-attorney from the patient's spouse and requested that there be no further intervention. The paramedics then transported the patient to a nearby hospital. The patient subsequently expired.